Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide device via a 7f sheath after a peripheral intervention procedure. Reportedly, the first proglide device was advanced into the anatomy; however, when pulling the device back against the vessel wall to feel tactile resistance no blood flow was seen coming from the marker lumen. The proglide device was pushed back into the vessel a bit and pulled back against the vessel wall again and a stream of blood was seen coming from the marker lumen; however, the suture did not grab the vessel wall and came out of the vessel after deployment. A second proglide device was used and hemostasis was achieved; however, the suture site looked irregular, almost like the skin was "puckered" in that area. The patient was sent to recovery. When the patient moved her leg several hours (approx. 3-1/2 hours) post vessel closure, the access site had some oozing. The physician decided to use hemostats and opened the tissue tract. The physician noted that the suture felt like it was partially lateral to the artery and captured some of the "side wall tissue" so he used an "11 blade" and knicked the area of the side wall and the site looked better. Dermabond was applied to close the puncture site and manual compression was held for about 3 minutes. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.